Event description:
Hill-rom received a report from the account stating the slingbar ctr bolt broke in half. The lift was located in a storage location in this conditions so the actual occurrence location is unk. There was no pt or user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performed any other preventive maintenance on their lifts. The slingbar had been disposed of and replaced by the customer, but pictures of the broken bolt have been provided. The investigation is ongoing, however, if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report. See scanned page.